Event description:
The customer reported that the doctor tried to start energy delivery after inserting the needle into the pt but the message "timer reset" appeared on the status window. Although the reset button was pressed, the problem was not fixed. Even after the generator was rebooted, the situation remained the same. The procedure was completed with another generator without any pt injury.

Manufacturer narrative:
(B)(4). The incident generator has been requested, but to date has not been received for eval. If the generator is received, or if additional info pertinent to the incident is obtained, a f/u report will be submitted.